Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump's batteries were not lasting as they should. In the history there were motor error, off no power, and weak battery alarms. Customer's blood glucose level was 210 mg/dl. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. The customer did not receive a low battery alert prior to the off no power alert. The device was not returned.